Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no adverse impact to customer¿s blood glucose level.